Event description:
It was reported that during laparoscopic roux-en-y gastric bypass procedure, the "seals (were) bad on sleeves - gas leaking" on two devices. The devices were replaced. There was no pt injury. This report is for the first device. See MFR #2134070-2013-00004 regarding the second device.

Manufacturer narrative:
Visual inspection of the device found that the device returned was a model ethb12lt, and that the device did not belong to this MFR. It was noted that the seal cap appeared damaged.